Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system exhibited two episodes of oversensing resulting in inhibition of pacing in a pacemaker dependent patient. The physician was unable to reproduce the oversensing.